Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer was treated with apple juice for their low and blood glucose went up to 70 mg/dl. The customer stated that insulin pump was vibrating and had blank display. The customer declined further troubleshooting. Customer reported that auto mode was turned off and assisted with turning it on. The insulin pump will not be returned for analysis.